Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels of 30-38 mg/dl. Cause was not known. Reportedly, the customer was confused and sweating due to the bg level. Customer disconnected from the pump and consumed glucose tablets and orange juice to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.